Event description:
It was reported that after the minicap was placed on the transfer set, it seemed loose. A doctor and a nurse checked the connection and felt that the cap was a little loose compared with those used by other patient. The transfer set was replaced with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A visual inspection and functional testing were performed and revealed no issues that could have caused or contributed to the reported event. Dimensional analysis of the device found it to meet specifications. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.